Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. H6: medical device problem code 1494 - indication for use

Event description:
It was reported that an arteriotomy closure of the right common femoral artery with a prostyle device after a thrombectomy interventional procedure using a 9f sheath. Reportedly, when the plunger was pulled, no suture attached to the needle in step3. The foot was folded carefully, 35 wire was inserted and the prostyle was removed. A new prostyle device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.